Manufacturer narrative:
Upon review of the DHR, the lot met all acceptance criteria at the time of release. The final investigation is pending sample return and evaluation.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported she had a tampon with a string that was too short. She did not use the affected tampon.

Manufacturer narrative:
H10 device evaluation: a visual inspection of eight companion samples did not observe any product defects or abnormalities. G6: follow-up 1.